Event description:
I reported a paradigm 715 pump issue two years ago to minimed, very soon after receiving a new pump. No change has been made to address this issue. I feel this is a fatal issue. Literally, I feel this issue could kill me and other users of the pump. In the past I was told by minimed staff that this was an operator issue. Even so, all of the possible operator issues, but this issue, are anticipated by the pump and an alarm notifies the operator and/ or the pump resets itself and continues operating. The issue: the paradigm 715 pump remains in a suspended mode, issuing no basal insulin and reporting no alarm to the user if you fail to depress the esc key after the completion of the following operating steps - these steps are required when you are refilling the insulin reservoir of the insulin pump: - after you changed to a new paradigm infusion set/paradigm resevoir- and performed the initial priming of the set, - and attach the set to your body - and removed the steel insertion needle from the infusion set. The esc key step is the next step before you perform a fixed prime. In a practical enviornment: - changing the set in a public bathroom, on an airplane , at your desk at work - or, changing the set when tired, or when you react to a low reservoir alarm in the middle of the night. Or, you accidentally fall back to old habits/ procedures you learn from using 2 generations of previous pumps that did not require this step, you can easily forget to depress the esc key. I have done so, at least once a month, for the last 2 years. During a typical day when you are actively bolusing insulin for meals, or taking pre-or post meal blood glucose tests you discover this operator error within 2-3 hours, a dangerous situation. When this happens when I am going to bed to sleep, or fasting during the day, or distracted for any extended length of time the pump is not working for me and my sugar level climbs radically. This could result in coma, and /or death. I have also missed this esc key step and I have gone to bed and woke up 9 hours later, which means with an active insulin time for fast acting insulin of 4 hours; my body has had no insulin for 5 hours and my blood glucose is 600 or better, a very severe condition. My ketones are high and I am at risk of coma and / or death.